Event description:
The pt experienced a loss of therapeutic effect for the past few weeks. Her neurostimulator was found to be off and when she turned it on, she experienced a strong shocking sensation. Add'l info was requested.

Manufacturer narrative:
(B)(4).